Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister in law was reported via phone call that the customer passed away in his sleep. Because of insulin pump died customer passed away. Caller mentioned diabetes which may contribute to death. The customer's blood glucose was unknown at the time of incident. The date of death was (B)(6), 2021. The customer was using insulin pump and sensor at the time of death. Caller agreed to return insulin pump. Frn-mmt-332a-rsvr, unomed set.